Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that the battery cap is frayed and could not be removed. Customer was in the hospital for non diabetes related issues. Blood glucose value is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly. No blank display was noted. All operating currents are within specifications. The insulin pump passed self-test and displacement test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.